Event description:
It was reported that the pt received a mmc acetabular cup on (B)(6) 2010 and the cup is loose. Pt is being monitored.

Manufacturer narrative:
As the pt is monitored, the manufacturer did not receive devices for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).